Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: during testing, no evidence of damage was found to the battery compartment. The battery cap had stripped threads and was unable to secure on to the pump. A test cap was used to complete investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap threads were stripped. It was also reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.